Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm root cause for the reported stenosis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case a patient underwent transcatheter valve-in-valve intervention with an existing 33mm mitral pericardial valve, implanted two (2) years, eight (8) months. Reason for intervention was due to mitral stenosis. A 29mm mitral valve was implanted. Patient was discharged without any reported complications.